Manufacturer narrative:
Other relevant components include: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone [25 mg/ml], clonidine [25 mcg/ml], and bupivacaine [15 mg/ml], all with unknown doses. It was reported the patient had a pump refill the morning of the report, and after the refill, the nurse had made some mistakes and had to delete what she had done and redo it. The nurse did the refill right; she had just put it in the little computer wrong. The patient had a refill date of (B)(6) 2017 which was in two weeks, so that was the first clue that something was wrong, and another nurse looked at it and had to redo it. The patient said that the nurse told the patient they would have a 54 hour lockout before they could use their personal therapy manager (ptm) machine, but there was no variation in the medication, so there shouldn¿t be a lockout. The patient tried about an hour ago and was seeing the 8503 code (physician bolus in progress). The patient said he also saw the 0617 code (uplink interference) that day and claimed he also saw a bolus denied screen which said he could get another bolus in 58 minutes. The patient then saw the 8503 code again. The patient said he didn¿t think any medication or dosages were changed during the refill, so he didn¿t think he should be seeing the 8503 code. The patient¿s inquiry about the 8503 code was not resolved. No patient symptoms/complications were reported.

Manufacturer narrative:
Concomitant medical products: the main device, other concomitant products include: product ID: 8835, serial# (B)(4), product type: programmer patient. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.